Manufacturer narrative:
Return of the device for analysis is anticipated. A supplemental report will be submitted when the device analysis is completed. A report will also be submitted for the oad involved in the event. The report number for that MDR is 3004742232-2021-00408. (B)(4).

Event description:
An unusual noise was observed, and the diamondback coronary orbital atherectomy device (oad) stopped spinning during treatment of the left main (lm) and circumflex arteries via right femoral access. Attempts were made to activate glideassist mode, however the issue recurred. The oad was unable to be retracted from the vessel. Attempts were made to place a guide wire and insert a balloon next to the crown to aid in removal. However, the balloon would not inflate. The wire and balloon were removed with the oad, and the crown and viperwire spring tip were observed to be detached in the lm. Following an unsuccessful attempt to snare the fragments, a trapping balloon was used. The balloon was inflated and used to pull the fragments into the guide catheter. The fragments were removed. Balloon angioplasty and stent placement were then performed in the lm and cx to complete the procedure. The lm was 95% stenosed and heavily calcified. The cx was 70% stenosed in the proximal segment and 80% stenosed in the mid segment. After pci was completed, it was noted that right iliac stent was damaged with sheath insertion and was "crumpled." Additional peripheral intervention was performed.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h2, h3, h6, h10 h6 investigation findings code 4247: suggested code is "tension problem" device analysis conclusion: the guidewire was returned to csi for analysis. The spring tip section was fractured at the proximal solder bond. The fractured section was engaged in the tip of the atherectomy device. The distal section of the spring tip was not returned. The fractured section was sent for scanning electron microscopy analysis (sem). Sem analysis shows evidence of tensile failure. There is also evidence of axial surface damage on the proximal solder bond. The details reported to csi indicate that the driveshaft of the atherectomy device fractured after pulling the device to free it from the stuck location. It is hypothesized that the guide wire was also pulled in tension until failure during the removal attempt. However, the exact cause of the failure is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. A report has also been submitted for the oad involved in the event. The report number for that MDR is (B)(4). Csi ID: (B)(6)